Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced multiple hypoglycemic episodes while using the ilet bionic pancreas, including a prolonged low during sleep and subsequent lows later in the morning, with device removal for charging noted; the user self-treated an initial low with a 12 oz soda containing approximately 30 grams of carbohydrates, after which glucose rose markedly before returning to target and then fell again, and ilet report review corroborated lows at the times described. Symptoms included hypoglycemia with blood glucose values as low as 44¿51 mg/dl confirmed by cgm and bgm. Outcomes included self-recovery without hospitalization and successful self-treatment with oral fast-acting carbohydrates, with current blood glucose reported at 140 mg/dl. Investigation included review of device data and user report, along with troubleshooting and education on appropriate hypoglycemia treatment. Investigation of this case revealed no device malfunction reported, with the event consistent with hypoglycemia of unclear cause and potential contributory factors including over-treatment followed by rebound and subsequent decline, as well as device removal for charging that could have interrupted automated insulin modulation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.